Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead which resulted in inappropriate shock therapy. The noise appeared to be due to far p-wave oversensing. There was also a decreased sensing threshold and a loss of capture noted on the lead. Diagnostic imaging was performed, and lead dislodgement was noted. The lead was explanted and replaced, and the patient was stable with no consequences.